Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. At 34.6cm proximal from the tip, the shaft and hypotube were kinked in the same location. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. Product analysis could not confirm the reported separation as there was no break in the device; however, analysis could confirm the reported kink as the hypotube and shaft were kinked in the same location.

Event description:
It was reported that shaft break occurred. The 72% stenosed target lesion was located in the mid right coronary artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilation. However, during the procedure, the device was kinked and was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The 72% stenosed target lesion was located in the mid right coronary artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilation. However, during the procedure, the device was kinked and was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.